Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn:m365sc2317500. Model:sc-2317-50. Serial:(B)(6). Batch:7073377.

Event description:
It was reported that the patient was not getting right sided pain relief. High impedance was noted on the right spinal cord stimulation (scs) lead. The patient underwent an explant procedure. The explanted devices were discarded by facility.